Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced fluid discharge from the wound at the implant site, followed by a wound infection. The patient was treated with IV antibiotics every 6 hours, with 24-hour administration (date not reported). However, the issue did not resolve and the implant became exposed. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.